Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous injection of fortum (1 gram twice a day, duration not reported) and injection of vancomycin (once in 72 hours, route not reported). At the time of this event, the patient outcome was unknown. Action with extraneal therapy was not reported. No additional information is available.